Manufacturer narrative:
H4: the lot was manufactured from september 02, 2022 ¿ september 07, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually adding green color water to the bladder. During fill, no evidence of leak was observed. After fill, the device was being monitored until the next day. The next day, no evidence of leak was observed.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The issue was identified during filling at the hospital. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.